Manufacturer narrative:
Patient complaint of shocking at implant site; upon opening the pocket, surgeon found cracked casing on lead and wire exposure. Explanted devices returned for analysis; no anomalies found in ipg or proximal sections of leads, no evidence of cracked casing. No further action to be taken.

Manufacturer narrative:
Waiting for return and analysis of explanted devices.

Event description:
Patient had device implanted in (B)(6) 2025. Was doing well with symptom relief. Approximately 1 month ago, she began feeling a shocking sensation in her abdomen next to the ipg. So much so the gi provider shut it off until the surgeon could evaluate the issue. On (B)(6) 2025, surgeon brought her back in for potential battery change and to troubleshoot. Once the ipg pocket was opened, surgeon found that one of the leads' casings was cracked open and the wire was exposed. Surgeon removed the ipg and cut the leads at the abdomen level. Ipg and proximal end of the leads explanted at this time. The surgeon is rescheduling patient to come back in for lead replacement and new ipg.